Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that sheath was prepared and non-bsc catheter was inserted for mapping. During mapping and insertion of farawave there was more bleed back than normal. Therefore, the sheath was exchanged, and the procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is not expected to be returned as it was disposed.